Manufacturer narrative:
Zoll medical corporation evaluated the electrode pads and the customer report was not confirmed. Visual inspection found damage to the pads, as well as hair and debris, indicating that they had been previously removed from the styrene liners and placed back on the non coated side of the styrene liner. Based on the received condition of the electrodes, we are unable to determine if the damage is the result of reapplication or removal of the electrodes from the original packaging. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the electrode pads tore apart when the packaging was opened, which prevented the electrodes from being used. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.